Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a left lower extremity angiogram with percutaneous transluminal angioplasty (pta) of the anterior tibial, peroneal, and posterior tibial arteries, a flexor high-flex ansel guiding sheath unraveled and separated in the patient. Reportedly, the patient had underwent many procedures over the past year. The pta was reportedly successful. No issues were encountered upon initial placement of the sheath into the right femoral artery, which was performed under fluoroscopy and ultrasound guidance. During the procedure, the physician attempted to insert a cook bentson wire inside the flexor sheath to perform a sheath exchange to another manufacturer's 6 french 11 cm sheath, in order to place a closure device. Resistance was encountered upon removal of the sheath over the wire; however, the physician pulled the sheath "as he would any other sheath exchange". After removal, the distal end of the sheath was missing, and the inner woven braids were wrapped around the bentson wire, which had also separated. The distal portions of both the sheath and wire guide remained in the right common femoral artery. Manual pressure was applied and hemostasis was achieved. A vascular surgeon was consulted for removal of the sheath and wire guide. The patient went to surgery immediately for removal of the devices and repair of the artery. The patient was an inpatient and the left foot was amputated later the same day. There have been no reports of adverse effects to the patient with the exception of the additional surgery required to remove the broken sheath and wire. The separation of the wire will be reported under patient identifier (B)(6).

Event description:
No new patient or event information to report.

Manufacturer narrative:
Brief description: as reported, during a left lower extremity angiogram with percutaneous transluminal angioplasty (pta) of the anterior tibial, peroneal, and posterior tibial arteries, a flexor high-flex ansel guiding sheath unraveled and separated in the patient. Reportedly, the patient had underwent many procedures over the past year. The pta was reportedly successful. No issues were encountered upon initial placement of the sheath into the right femoral artery, which was performed under fluoroscopy and ultrasound guidance. During the procedure, the physician attempted to insert a cook bentson wire inside the flexor sheath to perform a sheath exchange to another manufacturer's 6 french 11 cm sheath, in order to place a closure device. Resistance was encountered upon removal of the sheath over the wire; however, the physician pulled the sheath "as he would any other sheath exchange". After removal, the distal end of the sheath was missing, and the inner woven braids were wrapped around the bentson wire, which had also separated. The distal portions of both the sheath and wire guide remained in the right common femoral artery. Manual pressure was applied and hemostasis was achieved. A vascular surgeon was consulted for removal of the sheath and wire guide. The patient went to surgery immediately for removal of the devices and repair of the artery. The patient was an inpatient and the left foot was amputated later the same day. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control, and specifications. One device was returned for investigation. One separated 6fr kcfw was returned used with biomatter present. The remaining sheath section length measured 47.1cm and the distal portion was not present. Coils were exiting the point of separation. A 2.1 cm section of liner was returned. One large section of separated coil elongated with 2 sections or inner liner also returned. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Per the IFU, the intended use for this device is ¿to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature.¿ the IFU instructs the user to choose a sheath size large enough to accommodate the maximum outer diameter of any device used through the sheath, to ensure compatibility of the devices. In addition, the IFU states that all interventional or diagnostic instruments should move freely through the valve and sheath to avoid damage. The IFU also states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The IFU also instructs the user to maintain sheath position when inserting, manipulating, or withdrawing a device through the sheath. There is currently a CAPA investigation ongoing in response to an increase in flexor sheath separation. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion could not establish a definitive cause, but a potential cause can be attributed to the patents condition which included hypertension, diabetes, peripheral artery disease, claudication, right aka and left fem-pop bypass, many procedures over the past year and a history of smoking. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.